Event description:
It was reported there was premature/rapid battery depletion of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. During generator changeout the right atrial (ra) lead dislodged. When closing the pocket it was noted there was loss of capture and diminished sensing. An xray was performed and the lead was noted to be dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.